Manufacturer narrative:
The explant date is estimated to be (B)(6) 2016. The implant date is unknown.

Manufacturer narrative:
The event date was not reported, therefore the date provided is an estimated date. Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. If lot/serial numbers are obtained, the review will be included on the final report

Event description:
A surgeon contacted gore to inquire about a patient who had a mastopexy with "2-0" gore-tex® suture (spair technique). He reported that the patient developed a hematoma at the site which was corrected in a later surgery and a stitch was replaced. The patient later developed an infection at the wound site and the surgeon removed the suture which were placed superficially. The patient is reportedly doing okay with some ongoing erythema. The surgeon inquired whether the suture would be visible on x-ray or scan 2 weeks post-surgery.